Event description:
Caller reported receiving a blood glucose reading of 192 mg/dl at 9:00 pm. Cake and ice cream were ingested and customer began to tremble. At 9:15 pm, paramedics were called and a reading of 36 mg/dl was received by paramedics with an unknown brand meter at around 10:00 pm. An IV of glucose was provided to the customer and a reading of 103 mg/dl was received at 10:30 pm. At 10:50 pm, the customer received a reading of 319 mg/dl compared to paramedic's reading of 225 mg/dl with the paramedic meter using the same puncture site sample. Testing was conducted on the finger.